Manufacturer narrative:
The insulin pump was received with intermittent button error response due to corroded keypad traces. No button error alarmed during testing. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from his insulin pump. The customer's blood glucose level is unknown. The customer stated that the insulin pump is currently not working and had trouble taking the battery in and out. Customer was advised to discontinue use of the device and to revert to a backup plan.